Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. The customer was unable to complete the prime process with the current set. However, the customer successfully completed the prime after changing the reservoir while using the same infusion set. The customer was advised that the reservoir change resolved the issue. The reservoir will be returned for analysis and a replacement reservoir, infusion set, and cannula were shipped to the customer.